Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient experienced melena for two days and emesis for one day, prior to admission. A complete blood count test noted the patient's hemoglobin and hematocrit was 11.9 and 13.1, respectively. The patient's inr was elevated to 11.1 and previously was 1.9. Gi was consulted. The patient was given vitamin k to treat the supratherapeutic inr. During admission, the patient was administered intravenous ppi therapy.